Event description:
The customer reported that the central station computer keeps locking up where the waveforms, clock and other clinical information displayed on the screen was not updating.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.